Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Hospital policy.

Event description:
Sales rep reported patient underwent humeral head swp and dr implanted primary glenoid. The humerus was only done previously. Left shoulder. No operative reports, xrays or pathology reports per hospital policy. Updated: the patient had revision surgery because of pain. Just the head was replaced. The stem stayed. We just converted the hemi shoulder to a total.